Event description:
It was reported that arteriotomy closure of a common femoral artery was attempted with a proglide device, using a pre-close technique, via a 6f sheath prior to a endovascular aortic repair (evar) procedure. Reportedly, the device malfunctioned. Two additional proglide devices were used for successful suture placement. The sheath was upsized to 18f and the evar procedure was completed. The successfully pre-placed sutures of the second and third proglide devices were used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and in the large hole technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Analysis of the returned device found no device issue; therefore, the report that the device malfunctioned could not be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.